Event description:
An attempt for an a-line insertion was made. When the line was inserted by the physician but not yet sutured, a waveform was transduced and showing on the monitor when suddenly the waveform disappeared. The physician looked down while holding the hub of the catheter, noted the actual catheter was no longer visible. The catheter was detached from the hub. An ultrasound of the right femoral groin confirmed presence of foreign object (catheter) within the artery.